Event description:
Repositioning resident in his bed. Resident reached up to assist with trapeze, and trapeze bag fell, striking resident on rt wrist/arm. No injuries. -full range of motion. Slight bruising later.